Event description:
A patient reported that their face presented with multiple scars after a thermage flx facial treatment. It is reported that the patient was administered pain medication or placed under anesthesia. No secondary intervention was mentioned or if there will be any permanent damage or scarring. No other information has been provided. Attempts were made for additional information and the distributor states that the system and handpiece were borrowed from others and cannot collect any information for this event, as well as the log data and tip for this case.

Manufacturer narrative:
The investigation is underway.